Manufacturer narrative:
The actual device was tested by the service provider on (B)(6) 2020. During the flow rate test, the pump worked as intended. The pump was primed and no backwards flow was observed. The reported issue not confirmed. The pump met all specifications as intended.

Event description:
On (B)(6) 2020, a distributor of zyno medical reported a complaint. A user facility representative contacted the distributor on 01/08/2020 and stated that "when prime was hit fluid would just move backwards and would not prime as intented". The device operator was a nurse. No medication was used. There was no patient involved.